Event description:
The surgeon complained that the handpiece was "heating up" in his hands, which made it unusable. The procedure was delayed as the customer tried to fix the problem for about 15 minutes. There was patient contact with the handpiece. There was no reported injury to the patient or user. Another ultrasonic aspirator was used instead.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.